Manufacturer narrative:
One device was returned for repair. There was no evidence of physical damage to device. The primary reported problem that device fails accuracy test +7.06, was not verified by visual, accuracy and functional inspection. The cause of the device issue was an out of specification expulsor. Replaced the expulsor to correct the complaint. Device passed all functional tests after repair.

Manufacturer narrative:
E1: phone number(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump fails accuracy by +7.06%. There was no patient involvement.